Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been fractured just distal to electrode ring 3, consistent with the reported event. The distal tip was detached during the decontamination process and the device could not undergo functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging which was determined to be design related.

Event description:
This report is to advise of a fracture in the catheter noted during analysis.